Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material found inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the auxiliary water channel of the device, but the type of the material or definitive root cause cannot be determined. There was no evidence of deviation in the reprocessing of the device by the customer in accordance with the instructions for use (IFU) and there was no physical damage where the foreign material was found. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.